Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. There is no reported pump malfunction associated with this event. The patient stated that her insulin delivery rates were incorrect and required adjustment. The patient has continued to use the pump with no reported subsequent events.

Event description:
It was reported that the patient was hospitalized for hypoglycemia.